Event description:
The customer was accessing the full and event disclosure functions when the mvws had performed a reboot and upon power up, the device configuration had changed. The customer was unable to monitor telemetry pts until the detault settings were restored manually.

Manufacturer narrative:
The reported event is currently under investigation.